Manufacturer narrative:
Concomitant products: dtba1d1 ICD, implanted (B)(6) 2015. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.